Event description:
It was initially reported to target that there was strong friction during the insertion of the gdc coil into the microcatheter. However, upon eval it was found that only the detached coil have been returned, therefore this complaint became an MDR. Through a follow-up by a co rep on 07/18/2000, target was informed that this event did not cause any complication to the pt, whose condition after the procedure was very good.